Event description:
Fluid spilled on amplifier causing a short between electrodes resulting in burns to pt. Tech operating device: tech discovered that [the amplifier] was wet on top where the direct input jacks were located. Tech determined that fluid must have shorted out the circuitry. Tech [gave] up on trying to fix the amplifier [and] observed responses in both legs and monitor for the remainder of the procedure. At the end of the procedure tech and other members of the surgical team discovered burn marks on the pt at the recording [electrode] sites. The tech disclosed that the fluid came from a leaky urine bag and that the bag had probably been leaking and the urine seeping into the amplifier for an hour and a half before the problem was discovered.